Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed uplink amplitude functional tests due to the cable being out of electrical specification. It was also noted that the label was missing its backing. Concomitant products: product ID 2090aa programmer; product ID 229047 analyzer. (B)(4).

Event description:
It was reported that the radio frequency programmer heads were not able to work on this programmer, though several were tried. The programmer, radiofrequency (rf) head and analyzer were returned for service. All products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.